Event description:
The customer reported that lead v1 was not being recognized on the monitor and a dashed line was being displayed. There was no negative pt impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.